Event description:
Pt alleges that the cold pack, catalog number 114445-020 was being used in 2002. Pt was experiencing lower back pain after exercising. Allegedly the pt applied cold pack as directed to affected area. After a few minutes plantiff began to experience severe pain in their lower back and buttocks where that cold pack had been applied. Plantiff allegedly removed the cold pack immediately, but had already allegedly suffered severe burns to the aforementioned parts of the body.